Event description:
It was reported by the customer's mother that the customer's insulin pump would exposed to water and now the keypad is unresponsive. Customer's blood glucose level at the time 100mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to the corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).